Manufacturer narrative:
Device is a combination product.  (B)(4). Promus element plus mr, ous, 3.5x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified the 11th strut from the distal end was damaged lifted slighted on one side only. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to withdraw the device. The undamaged section of the stent measured which was within the maximum crimped stent profile specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. A visual and tactile examination found no issues with the hypotube. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found some slight tip damage to the edge of the tip. Visible dried medium resembling blood was evident on the distal tip and was noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 19-oct-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed,eccentric, de-novo, target lesion containing a lesion bend of between >45 and <90 degree was located in the right coronary artery (rca). A 3.50x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.